Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: l. Turelli, a. Mondaini and l. Nistri (2013), lcp distal lateral plate in the treatment of fibular fractures: our experience, journal of orthopaedics and traumatology vol. 14(s1), pages s8 ¿ s9 (italy). The aim of this study is to assess the lcp distal lateral plate in the treatment of fibular fracture. Between (B)(6) 2011 to (B)(6) 2012, a total of 67 patients were included in the study. These patients had distal fibular fractures that were treated with lcp distal lateral plate. The mean duration of follow-up was unknown. The following complications were reported as follows: in 1 patient the plate had to be removed because of an infection after 2 months. This is report 1 of 2 for (B)(4). This report is for an unknown synthes lcp plate a copy of the literature article is being submitted with this medwatch.